Event description:
During a permanent procedure, contacts 1-8 showed high impedance and contacts 9-16 were invalid. The lead was tested again to no avail. The lead was removed and replaced. The replacement lead was implanted successfully and resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.